Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced anterior chest wall muscle stimulation. The right ventricular (rv) lead caused a perforation. Upon interrogation, the rv lead exhibited increasing capture threshold trends since implant. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.